Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. The watermark was observed at the base of the sensor tail indicating that sensor tail was properly inserted. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s printed circuit board assembly (pcba); no issues were observed. Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care (adc) device. The customer received an adc device scan result of 60.0 mg/dl compared to a reading of 180.0 mg/dl respectively obtained on an hcp meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.